Manufacturer narrative:
(B) (4).

Event description:
The lead impedance measurements were greater than 3,600 and 7,000 ohms on multiple contacts. Once contact was greater than 40,000 ohms. The group impedance was 585 ohms. The patient experienced abdominal stimulation. The patient's device was reprogrammed around the contacts with high impedances. Good coverage was achieved for the patient's right leg. The physician was awaiting the results of the x-ray of the lead.